Event description:
The pt underwent total knee replacement surgery using signature guides on (B)(6) 2011. On (B)(6) 2015, it was reported that the pt had to undergo a revision procedure on (B)(6) 2013 due to patella clunk and perineural nerve injury.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed.